Event description:
The following was alleged by the patient's attorney: (B)(6) 2015- the patient underwent repair of a ventral hernia and bard/davol sepramesh ip was implanted in the patient during this repair. (B)(6) 2018 - the patient underwent surgery to explant an infected ventral hernia mesh. During the surgery, the surgeon made the following findings: "procedure needed for infected abdominal wall hernia mesh. Procedure performed was a wound exploration, explant of infected mesh, lysis of adhesions with small-bowel section and then primary fascial closure. During the incision down the level of the mesh a pocket of clearly infected- appearing mucoid fluid was encountered. The ellipse of skin and subcutaneous tissue with the fistulous tract was excised. The anchoring prolene sutures holding the mesh in place were cut and the mesh was mobilized. A knuckle of small bowel was found to be densely adhered to the underside of the mesh and was suspicious for a fistula. The mass was mobilized and sent to pathology. The area of the small bowel was resected, creating windows at the mesenteric border proximally and distally approximately 6 inches on either side of the fistulous tract. Additional sinus tract tissue in the subcutaneous tissue was also excised. Estimated blood loss was 100 cc." As alleged, the sepramesh implanted in the patient is defective and the patient continues to experience complications related to the sepramesh, including chronic pain and bowel irregularities, and will likely require additional surgeries to repair the damage from the sepramesh.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient's post-operative complications cannot be determined at this time. Based on the limited information, the cause of the infection, adhesions, fistula formation and recurrence of hernia cannot be determined. Adhesions, and fistula formation are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Should additional information be provided a supplemental emdr will be submitted. This emdr corrects the fields lot expiration date.

Event description:
The following was alleged by the patient's attorney: (B)(6)2015 - the patient underwent repair of a ventral hernia and bard/davol sepramesh ip was implanted in the patient during this repair. (B)(6)2018 - the patient underwent surgery to explant an infected ventral hernia mesh. During the surgery, the surgeon made the following findings: "procedure needed for infected abdominal wall hernia mesh. Procedure performed was a wound exploration, explant of infected mesh, lysis of adhesions with small-bowel section and then primary fascial closure. During the incision down the level of the mesh a pocket of clearly infected- appearing mucoid fluid was encountered. The ellipse of skin and subcutaneous tissue with the fistulous tract was excised. The anchoring prolene sutures holding the mesh in place were cut and the mesh was mobilized. A knuckle of small bowel was found to be densely adhered to the underside of the mesh and was suspicious for a fistula. The mass was mobilized and sent to pathology. The area of the small bowel was resected, creating windows at the mesenteric border proximally and distally approximately 6 inches on either side of the fistulous tract. Additional sinus tract tissue in the subcutaneous tissue was also excised. Estimated blood loss was 100 cc." As alleged, the sepramesh implanted in the patient is defective and the patient continues to experience complications related to the sepramesh, including chronic pain and bowel irregularities, and will likely require additional surgeries to repair the damage from the sepramesh. Addendum per additional information provided: (B)(6)2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of sepramesh ip. Per operative notes, ¿some omental adhesions of the hernia sac were lysed and reduced back. A sepramesh ip was oriented into he peritoneal cavity and sutured.¿ (B)(6)2018 - patient was diagnosed with infected mesh, fistula thereby underwent removal of infected mesh, lysis of adhesions with small bowel resection and primary fascial closure. Per operative notes, ¿a pocket of clearly infected- appearing mucoid fluid was encountered, the infected mesh was removed along with the fistulous tract. A knuckle of small bowel densely adherent to the underside of the mesh, the mass was mobilized off. The area of small bowel resected and the primary defect was closed using sutures.¿ attorney alleged that the patient had adhesions, bowel removal, fistulae, infection, mesh adherent to small bowel, inflammation and chronic pain & suffering. It was also alleged that the patient had ongoing bowel issues that are permanent non-reversible, permanently on medication, required to wear disposable briefs, permanent as well.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient's post-operative complications cannot be determined at this time. Based on the limited information, the cause of the infection, adhesions, fistula formation and recurrence of hernia cannot be determined. Adhesions, and fistula formation are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Addendum #1: this emdr corrects the fields lot expiration date (d4). Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 8 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, adhesions and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula, adhesions and inflammation as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient's post-operative complications cannot be determined at this time. Based on the limited information, the cause of the infection, adhesions, fistula formation and recurrence of hernia cannot be determined. Adhesions, and fistula formation are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent repair of a ventral hernia and bard/davol sepramesh ip was implanted in the patient during this repair. (B)(6) 2018 - the patient underwent surgery to explant an infected ventral hernia mesh. During the surgery, the surgeon made the following findings: "procedure needed for infected abdominal wall hernia mesh. Procedure performed was a wound exploration, explant of infected mesh, lysis of adhesions with small-bowel section and then primary fascial closure. During the incision down the level of the mesh a pocket of clearly infected- appearing mucoid fluid was encountered. The ellipse of skin and subcutaneous tissue with the fistulous tract was excised. The anchoring prolene sutures holding the mesh in place were cut and the mesh was mobilized. A knuckle of small bowel was found to be densely adhered to the underside of the mesh and was suspicious for a fistula. The mass was mobilized and sent to pathology. The area of the small bowel was resected, creating windows at the mesenteric border proximally and distally approximately 6 inches on either side of the fistulous tract. Additional sinus tract tissue in the subcutaneous tissue was also excised. Estimated blood loss was 100 cc." As alleged, the sepramesh implanted in the patient is defective and the patient continues to experience complications related to the sepramesh, including chronic pain and bowel irregularities, and will likely require additional surgeries to repair the damage from the sepramesh.